Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field indicates ablations were performed at 50w for 12 seconds. Tactiflex ablation catheter, sensor enabled instructions for use (IFU) recommends a duration of up to 10 seconds when using a power of 50w. The IFU also states ¿the consecutive duration of an ablation in a given location (focal and drag lesions) should not exceed the recommended time (e.g. At 50 w, the consecutive seconds of ablation energy delivery at a specific site should be 10 seconds or less).¿ however, due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported blood clot.

Event description:
During an atypical flutter procedure, a blood clot was noted. The tactiflex catheter was positioned on the anterior left atrial wall. Ablation was started on the anterior mitral line, when the temp limit was met and rf was cut off. After attempting additional lesions along the line and at a different location on the roof the issue reoccurred. The tactiflex catheter was pulled out of the body and a red clot was observed at the tip of the catheter. The catheter could no longer be flushed. The catheter was purged appropriately before introducing into the body. The catheter was exchanged for a new tactiflex catheter, and the case was continued without further issues.